Event description:
The following information was provided: it was reported via phone; I had two mako partials installed several years ago neither one of them held up like they were supposed to I had to have both of them removed and have revision surgery on both knees. I'm only three weeks out of surgery on the latest one it was about two years after the first one failed it came detached from them like the other one but it also caused a fracture I had to have bone transplant. Right knee.